Manufacturer narrative:
One imp,tsv,4.7,11.5, mtx, mg (tsvtwb11) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the implant threads and collar. There were noticeable nicks and gouges around the drive feature. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. The returned product matched print specifications where measured against the drawing. The customer has returned x-ray images of the product over the course of the implant life. Sme review of the product determined that bone loss has progressed over time. The event was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Entered evaluation codes. Added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device as not returned for evaluation. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. The customer has returned x-ray images of the product over the course of the implant life. Sme review of the product determined that bone loss has progressed over time. The event was confirmed. A root cause cannot be determined. The following sections have been updated: date of this report, device expiration, UDI (B)(4), date received by manufacturer, checked "follow-up", checked follow-up type, changed "no" to "yes", date of manufacture, entered evaluation codes, added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Patient's weight not provided/unknown. Event date not provided/unknown. Reporter's email not provided/unknown. Additional 510k number: k101880. Device not returned.

Event description:
It was reported that the patient experienced infection and bone loss after implant was placed. As a result, the implant had to be removed. Tooth location 30.